Event description:
This is a customer inquiry received on 09-may-2024 by olympus japan from (B)(4) located in japan. The inquiry has been initially received in japanese. According to the reporter, on date of event which is unknown, the following issue occurred: request: malfunction. Reportedly, this issue involves the following olympus product wa50050a. According to the available information, this issue did not cause or contribute to a death, injury or infection; is not likely to cause or contribute to death, injury or infection if was to reoccur. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Other information from source system report: is_this_complaint: y. Customer_acc_code: za04700048. Document text: wa50050a endoeye ii video scope 5mm 0 61. Correction_desc_local_lang: repaired device 01: regular repair. Due to this is a repair from distributor, inputting the distributor information in the customer information field, and here is the additional information regarding the end user: customer facility/hospital name: (B)(6). Customer phone: (B)(6). Facility zip code: (B)(6). Facility state/province/region from src: (B)(6). Facility city: 7-1 (B)(6). Translation of inquiry record determined as a complaint done by triage complaint evaluator feng (B)(6) in english and japanese on 10-may-2024.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.